Event description:
Additional information was received that the lead was not capped but rather explanted.

Event description:
It was reported that the right ventricular (rv) lead experienced oversensing, high thresholds, no capture, high impedance and a possible fracture. The lead also displayed noise with patient movement. As a result, the patient experienced a low heart rate. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.